Manufacturer narrative:
The device was returned and found to perform as designed. The cannula assembly was fully deployed. The device completed sterility within specification. No issues were noted that would result in an infected infusion site. The reported event could not be conclusively determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5 / page 42: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
On (B)(6) 2018, the patient experienced an infection at his infusion site and blood glucose levels greater than 13.9 mmol/l (250 mg/dl). The infusion site was swollen, hard, and red. The pod was worn on the leg between 36 and 48 hours. The patient visited his doctor and was provided an unknown oral antibiotic. A new pod was activated and no further irritation was experienced. It should also be noted the patient was treated for an infection with the pod that was previously worn (see cn-(B)(4)).